Event description:
It was reported an over infusion of propofol to a patient receiving mechanical ventilation. The propofol infusion was started at 0257am and intended to infuse at a rate of 23 ml/hour. However, it was found that the100ml had infused in less than 1 hour. The patient's blood pressure was noted to be stable. No further details were provided. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
Omit: if other specify, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, device manufacture date, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an over infusion of propofol to a patient receiving mechanical ventilation. The propofol infusion was started at 0257am and intended to infuse at a rate of 23 ml/hour. However, it was found that the 100ml had infused in less than 1 hour. The patient's blood pressure was noted to be stable. No further details were provided. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of propofol to a patient receiving mechanical ventilation. The propofol infusion was started at 0257am and intended to infuse at a rate of 23 ml/hour. However, it was found that the 100ml had infused in less than 1 hour. The patient's blood pressure was noted to be stable. No further details were provided. There was patient involvement but unknown outcome.